Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution bag disconnected from the supply line of an amia automated pd set with cassette. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. Renal therapy services (rts) advised the customer to restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.